Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.